Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the iliac artery. A 4.0mmx20mmx80cm sterling balloon catheter was selected to treat the lesion and was inflated three times. However, during the third inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using a 6.0-20/3.8/40 sterling otw balloon catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).